Event description:
It was reported that the cassette alarm went off. The operator changed the cassette, but it rang there too. The alarming stopped when the pump was replaced. The issue occurred during use. There was no patient harm.

Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. No pump alarms were observed. During installation of the cassette, the cassette latched successfully, and no latching error alarms were observed. There was no known cause of the reported issue, and no further action will be taken.